Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: g4; h2; h3; h6. Reported event was confirmed via operative notes. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00771100710-femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset reduced neck length-61904658. 00801803603-femoral head sterile product do not resterilize 12/14 taper-61916355. 00875501036-oblique liner 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell-61713940. 00625006530-bone scr 6.5x30 self-tap-61953481. 00625006525-bone scr 6.5x25 self-tap-61836029. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02877 - 1. 0001822565 - 2020 - 02896 - 1. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing elevated metal ion levels and possible loosening of the left hip prosthesis approximately eight years post implantation. No known revision at this time. Attempts have been made and additional information on the reported event is unavailable at this time.